Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side double capsule.

Manufacturer narrative:
Phone (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: apparently, the unit is intact. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reporting a double capsular contracture baker grade iii. This relates to the left device. Device has been explanted and replaced.